Event description:
The following has been reported: biomed reported: constant service need alert. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for valve 1 actuation failure. During the startup self check procedure, the valves cycle before the air compressor attempts a charge. In this pump, the valves made a sound as if a motor was attempting to open the valves but not actually moving. The pump was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a valve 1 actuation failure. It was also found the rear cover o ring is slightly pinched.